Event description:
It was reported: due to difficulties while implanting device, a surgical delay of more than 30 minutes occurred.

Event description:
It was reported that while attempting to implant the travxis vue peek implant the implant broke after several attempts to position it properly. Approximately one third of the implant broke off and was removed. The other 2/3 of the implant was position properly and left within the patent. There is no reported scheduled or intended revision surgery.